Event description:
Boston scientific crm received information that during an elective device replacement procedure, the physician experienced difficulties with the right ventricular (rv) and right atrial (ra) set screws. The physician suspected that the set screws were stripped. Technical services discussed replacement techniques. Subsequently, the physician determined that some of the set screws had not been loosened. All of the set screws were loosened and the issue was resolved.

Manufacturer narrative:
There were no adverse events reported.